Event description:
The patient reported a sore spot on their mid-spine after being implanted. They stated that they saw a dot that looked like the patient had an injection. The patient also noticed some bruising. The patient mentioned having pain on their left side below the rib cage and the area is tender to the touch. The patient was to follow up with their healthcare provider. The patient was implanted for urinary dysfunction and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.